Event description:
It was reported that the doctor was unable to aspirate water from the pump even after warning the pump. Could only aspirate 10 ml of water from a 20 ml pump. After putting warm saline in the pump, the physician was able to empty it and then put drug in it. The doctor's office has not reported any symptoms for this pt. The type of medication, concentration, and daily dose being administered via the pump were not reported.

Manufacturer narrative:
(B)(4).